Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/29/2015 with the following findings: a review of the black box showed multiple consecutive call service alarms on (B)(6) 2014. The returned cartridge cap and battery cap were used to complete investigation. The pump powered on to a hard call service 127 alarm. The pump reference voltage was measured and was found to be below specifications. A defective capacitor on the printed circuit board was removed and the reference voltage returned to specifications. The pump was then powered on and was exercised with no additional failures observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting repeated call service 127 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).